Event description:
It was reported that when firing a plee60a and gst60g reload some of the staples on stomach side did not deploy - some staples can be seen still in cartridge and some have straight legs - hcp advised that he was not tight on the bougie. Procedure was a sleeve gastrectomy converted to a laparoscopic gastrectomy. Surgery was delayed 90 minutes. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was received: what is the current patient outcome/status? Patient is doing well and no further complications at this stage. What lead to the surgeon¿s decision to convert to gastric bypass as opposed to attempting another reload or manually sewing? Surgeon believed that there was not enough space/ tissue to fire another reload to complete the sleeve. I have not been able to discuss surgeon decision to convert to bypass other than he thought it was the safest and best option for the patient at the time. Additional information: this is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection the photos provided: 1st and 2nd photos: it was observed the packaging box with the labeling in both photos. The lot number is v95j98. 3rd photo: a green reload was observed with some protruded staples and body fluids. 4rd photo: a green reload was observed that in the right side completely fired and the left side partially fired. Also body fluids were observed. 5ft photo: a device inside of the body cavity was observed with some protruded staples and also some staples unformed inside of the body cavity. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lo number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2022. D4: batch #436a22. Additional information: could you please confirm whether ech60r is used in this procedure or related to this case? Yes - double seamguard for the echelon is used on all reloads/ firings.

Manufacturer narrative:
(B)(4). Date sent: 5/11/2022. Additional information received: could you please confirm whether ech60r is used in this procedure or related to this case? Yes - double seamguard for the echelon is used on all reloads/ firings seamguard is a buttressing material not manufactured by ethicon. The ech60r, ethicon buttressing material that was added as a concomitant product should not have been added.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2022. D4: batch # 436a22. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (a) was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received unfired with buttressing material. In addition, a suture was noted on the anvil of the device. The suture and buttressing material were removed from the device. The device was tested for functionality in the straight position with both reloads (the test and returned) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.